Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, the patient had an abutment replacement (reason unknown) under a general anaesthetic (date unknown).